Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. It was reported the patient was not treated with medication for the event. The patient was recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.